Event description:
It was reported that during a pcl procedure, when pulling the graft, loop of the endobutton cl got ruptured. A backup device was available to complete the procedure. A delay greater than 30 minutes was reported. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 20mm endobutton ultra cl, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported complaint. The cl has broken where the graft would be located when the construct is assembled. The break appears more like a clean cut rather than a breakage as there is no fraying or elongation of the cl strands. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: incidental contact with a sharp object. Excessive force applied due to incorrect tunnel diameter or length. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lots, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.